Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01156, 2134265-2018-01157, 2134265-2018-01796. It was reported pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 30 mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was a little bit proximal. They decided to recapture, but they were unable to recapture the device into the sheath. They were eventually able to come out of the appendage and partially deploy the device and then recapture it. The was and wds were both removed. An imaging sweep revealed no evidence of pericardial effusion a second was was advanced and positioned. They then advanced another 30 mm wds and deployed the closure device. The device met all criteria and was released without complication. A post implant imaging sweep revealed no evidence of pericardial effusion. The patient was reported to be fine. It was further reported that when the patient was in the post anesthesia care unit (pacu), they were extubated and started showing signs of pericardial effusion with tamponade. A drain was placed and the patient was stable. The patient was discharged from the hospital two days post implant.